Event description:
It was reported that this pacemaker battery decreased from 2.5 years to elective replacement indicator (eri) in 5-month time period. Technical services (ts) was consulted and explained the possibility of the device entering safety mode and premature battery depletion (pbd). The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that this pacemaker battery decreased from 2.5 years to elective replacement indicator (eri) in 5-month time period. Technical services (ts) was consulted and explained the possibility of the device entering safety mode and premature battery depletion (pbd). The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode or determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation.

Event description:
It was reported that this pacemaker battery decreased from 2.5 years to elective replacement indicator (eri) in 5-month time period. Technical services (ts) was consulted and explained the possibility of the device entering safety mode and premature battery depletion (pbd). The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.